Event description:
Medtronic received information that following deployment this transcatheter bioprosthetic valve moved to a position five millimeter (mm) higher. An echocardiogram revealed that the valve appeared to be constrained with resultant severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed, with no observed reduction of the pvl. A second valve of the same size and model was deployed valve-in-valve about four mm deeper position with no immediate change in the pvl. A bav was completed with resultant moderate pvl. There was no additional intervention, and no subsequent adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. In this event, additional information indicated that the valve dislodged when the frame loops released; the nose cone jumped out of the valve and the valve moved. Additional factors such as patient anatomy may have contributed since the patient had a heavily calcified annulus. It should be noted that dislodgement complaints are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique. In this case, the difficulty was most likely due to patient anatomy (calcified annulus) and the tension applied to the dcs. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this event, the pvl was most likely due to the dislodged valve that ended up in a suboptimal position, as also due to patient anatomy as the patient had a heavily calcified annulus. Per corevalve IFU, ¿for the optimal placement of the bioprosthesis, the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus)¿. A conclusive cause could not be determined from the information available.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.